Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were in the maintenance phase of cooling using arctic sun device s/n (B)(6), but the patient was hypothermic, and the machine keeps shutting off. Patient temperature was 31.8c. Therapy stopped. Directed nurse to the event log. Alarms 114 (treatment stopped), 14 (patient temperature probe 1 out of range), 112 (confirm return to cooling phase) and 51 (pt temp 1 below control range) in log. Esophageal probe in use. Rectal probe to bedside monitor correlates. Explained that if they continue to get alarm 14 (15 or 50) to replace the esophageal probe and/or temperature in cable. Per follow up information received via phone on 01jan2026, spoke with nurse who confirmed a replacement of the cable resolved the issue. Probes continued to correlate. Patient met target and device no longer alarmed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature in cable. They were in the maintenance phase of cooling using arctic sun device sn (B)(6), but the patient was hypothermic, and the machine keeps shutting off. Patient temperature was 31.8c. Therapy stopped. Directed nurse to the event log. It was explained that if they continue to get alarm 14 (15 or 50) to replace the esophageal probe and/or temperature in cable. Per additional information received, spoke with nurse who confirmed a replacement of the cable resolved the issue. Probes continued to correlate. Patient met target and device no longer alarmed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were in the maintenance phase of cooling using arctic sun device sn (B)(6), but the patient was hypothermic, and the machine keeps shutting off. Patient temperature was 31.8c. Therapy stopped. Directed nurse to the event log. Alarms 114 (treatment stopped), 14 (patient temperature probe 1 out of range), 112 (confirm return to cooling phase) and 51 (pt temp 1 below control range) in log. Esophageal probe in use. Rectal probe to bedside monitor correlates. Explained that if they continue to get alarm 14 (15 or 50) to replace the esophageal probe and or temperature in cable. Per follow up information received via phone on 01jan2026, spoke with nurse who confirmed a replacement of the cable resolved the issue. Probes continued to correlate. Patient met target and device no longer alarmed.